Manufacturer narrative:
Based on the additional information received, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, the reload was connected to the adapter, however, could not open the jaws when performing the clamp test prior to firing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The reload was connected to the adapter, however, could not open the jaws. The jaws were still closed, however, could remove the reload from the adapter. The event occurred during the procedure but the device was not used on the patient. Replaced by a new reload and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.